Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The original battery cap was received with the battery cap contact loose due to all 3 heat stake posts were broken. Please see below for the boluses listed on the event date 07-aug-2024 in the pump history file. On (B)(6) 2024 02:29:00.000, normal bolus delivered, bolus programming method: bolus wizard, normal bolus amount programmed: 6.7, bolus amount delivered: 6.7, on (B)(6) 2024 03:03:06.000, normal bolus delivered, bolus programming method: bolus wizard, normal bolus amount programmed: 5.3, bolus amount delivered: 5.3. Please see below for the daily total of all insulin delivered on the event date 07-aug-2024 in the pump history file. On (B)(6) 2024 00:00:00.000, daily totals, daily total collection start time: on (B)(6) 2024 00:00:00.000, daily total of all insulin delivered: 24.275, daily total of basal insulin delivered: 12.275, daily total of bolus insulin delivered: 12, there were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 07-aug-2024 in the pump history file. On (B)(6) 2024 07:21:00.000, alarm alert notification, fault number: change battery fault (73), on (B)(6) 2024 07:52:00.000, alarm alert notification, fault number: off no power (11), on (B)(6) 2024 08:00:30.000, battery removed, on (B)(6) 2024 08:00:30.000, alarm alert notification, fault number: battery removed (84), on (B)(6) 2024 08:00:39.000, battery inserted, on (B)(6) 2024 08:00:40.000, alarm alert notification, fault number: failed batt test (58), on (B)(6) 2024 08:00:47.000, battery removed, on (B)(6) 2024 08:01:10.000, alarm alert notification, fault number: failed batt test (58), on (B)(6) 2024 08:01:17.000, battery removed, on (B)(6) 2024 08:01:17.000, alarm alert notification, fault number: battery removed (84), on (B)(6) 2024 08:01:25.000, battery inserted, on (B)(6) 2024 08:01:25.000, alarm alert notification, fault number: failed batt test (58), on (B)(6) 2024 08:01:31.000, battery removed, on (B)(6) 2024 08:01:31.000, alarm alert notification, fault number: battery removed (84), on (B)(6) 2024 08:01:49.000, battery inserted, on (B)(6) 2024 02:55:00.000, alarm alert notification, fault number: no delivery after estimate zero (8) - during basal. On (B)(6) 2024 03:05:00.000, alarm alert notification. Fault number: no delivery after estimate zero (8) - during basal. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 2:59:07 pm. There was no power data available for the event date of 08/01/2024. Unable to check power data for change battery fault (73), off no power (11), and failed batt/battery failed alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Change battery fault (73) - unknown. Off no power (11) - unknown. Failed batt test (58) - unknown. No delivery alarm - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Battery cap cracked/damaged confirmed (found during visual inspection, battery cap contact loose due to all 3 heat stake posts were broken). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced hyperglycemia. The customer reported, blood glucose value of 27 mmol/l. The customer reported, hyperglycemia treated with hospitalization: overnight stay, ems/ambulance/ER visit and IV insulin drip (intravenous insulin infusion), diabetic ketoacidosis treated with hospitalization: overnight stay, ems/ambulance/ER visit, vomiting, polydipsia, fatigue and dehydration treated with no treatment. The event involved product(s) mmt-1782k. The customer feels ok to troubleshoot. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. The pump passed, displacement test and self test. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1782k was requested. And customer response was, the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided, due to regional privacy regulations. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.